Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured left breast implant. Device explanted.

Event description:
Healthcare professional reported ruptured of left breast implant diagnosed via ultrasound. Device has been explanted.

Event description:
Healthcare professional reported, ruptured of left breast implant. Diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified, rupture: observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.